Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed constantly during the rewind due to moisture damage on the motor assembly. The functional testing could not be completed due ot the constant alarms. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and scratched reservoir tube window. The motor was tested outside of the device and passed.

Event description:
Customer reported the insulin pump was stuck in the rewind and or prime screen. The device kept alarming motion sensor test. Customer's blood glucose was 135 mg/dl. Troubleshooting was performed. During displacement test the device alarmed motor error. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does use the sensor feature. Customer was advised about false motor error alarms occurring, if customer tried to see the sensor glucose graph while bolusing. Customer was unable to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.